Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient the implant replaced because it was not good and stopped working. According to the patient they thought it was because they had it turned up too high, but there was not an allegation of overstimulation. No patient symptoms were reported. No complications were reported or anticipated.